Event description:
During a presentation at the 2008 digestive disease week conference, data was presented on the study. A hemobilia event, which involved a wallstent enteral endoprosthesis device, occurred in a pt. No add'l info was provided regarding this event.

Manufacturer narrative:
The device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.